Manufacturer narrative:
Model number / catalog number: sc-2316-70, serial number: (B)(4), batch / lot number: 19748564/19748564, model / catalog description: infinion 16 lead kit 70 cm. Model number / catalog number: sc-3400-30, serial number: (B)(4), batch / lot number: 2000015980/2000016061, model / catalog description: splitter 2 x 8 kit-sterile. Model number / catalog number: sc-4316, batch / lot number: (B)(4), model / catalog description: clik anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg, leads, splitters and anchors revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients spinal cord stimulator (scs) was non-functional. The patient underwent an explant procedure.